Event description:
While post-dilating a stent in the right iliac artery, the balloon was reported to have ruptured at 10 atms. Upon retraction of the balloon catheter, the balloon tip sheared off and was removed with a snare. The product was prepped and used per the instruction for use (IFU). There was no reported pt injury.

Manufacturer narrative:
Mfg records for lot number r0903113 were reviewed and the results indicate that the product met quality requirements for product acceptance. The balloon burst pressure tests were found to be pass. With the limited amount of info available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However; procedural factors may have had an impact.